Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a probable problem with the retainer that allowed a component to move, resulting in damage. The damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.

Event description:
Customer called to report having elevated blood glucose levels over 500 mg/dl while wearing this pod. She does not recall any other information. No further issues were identified.